Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The calcified and severely tortuous 99% stenosed target lesion was located in the mid right coronary artery (rca). The proximal rca was ablated with a 1.5mm rotablator and dilated with a 2.5x12mm quantum maverick balloon at 21 atmospheres for 10 seconds. The maverick balloon advanced to the mid rca but was not able to cross the lesion. It was exchanged for a 2.75x10mm non-bsc balloon that pre-dilated the mid rca for 10 seconds. After pre-dilatation, a 2.75x12mm taxus express2 des was advanced to the mid rca but was unable to cross. After three unsuccessful attempts to cross the lesion, the stent delivery system was removed from inside the patient and it was noted that a stent strut was lifted up. The procedure was completed with a 2.75x14mm non-bsc stent and no patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.